Event description:
It was reported that balloon rupture occurred. During preparation of a 3.00mm x 15mm nc emerge balloon catheter for use, the balloon was inflated outside the patient body; however, after first attempt at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a differed device. There were no patient complications reported and the patient was stable.